Event description:
Rptr had pedicle screw and plates implanted. One screw broke inside her back, resulting in nerve damage, numbness, leg weakness and severe continuous chronic pain. Permanent swelling or mass in her lower back and loss of some bladder control. On 5/19/93 screws and plates and broken screws were removed from her back. Her condition continues to worsen. All of the above problems are still with her. She cannot bend and has a serious problem walking, even short distances. The pain is horrible. No hope offered.